Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute integrity des were implanted in the lad. Approximately 1 day post index procedure post-operative myocardial infarction of pci was reported. The lad was involved in the event. The patient was treated with medication and is recovering. The investigator and sponsor assessed the event as not related to the index device or antiplatelet medication.

Manufacturer narrative:
Additional information: the patient recovered. If information is provided in the future, a supplemental report will be issued.